Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient reported a dull ache at implant site and down the neck. Results of an integrity test (B) (6) 2008 indicate the device was not functioning within normal specifications. The patient was explanted (B) (6) 2009 and reimplanted with a new device during the same surgery.